Manufacturer narrative:
Further investigation revealed fluid ingress was observed within the handle as well as under the transition between the distal shaft and the distal tip, indicating the shaft leak at the distal tip and irrigation leak. This was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use, consistent with the reported contact force issues.

Event description:
This report is to advise of an event observed during analysis confirming a irrigation leak of the catheter.